Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a heel warmer. The rep reports that a scrub nurse noticed that the lite glove was split at the end of thjr. As they were unsure of when the split happened, they gave the pt an add'l dose of antibiotics. The pt did not develop any post-operative infection. There was no adverse effect to the pt.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.